Manufacturer narrative:
A ge representative evaluated the system and determined the 2 volt power supply needed to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system would not boot up. No patient injury was reported.